Event description:
Unomedical reference number (B)(4) event occurred in switzerland on (B)(6) 2024, it was reported that patient's infusion set's tubing was detached from the tubing connector while the patient was involved in a sport activity. The site location was patient's abdomen. Moreover, the infusion had been used for five days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.